Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was prompting an error 2 message for the past two weeks; so, she was unable to use the meter. The patient reported that sometime after the issue began, she began feeling nauseous, sleepy, and having muscle pains. It is not clear these symptoms are related to diabetes or another health condition. The patient denied receiving medical attention or taking action following use of the meter. She did report that at that time of the event, she was taking a set amount of 15 units of lantus insulin and humalog, which is based on a sliding scale. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient allegedly developed symptoms, which might indicate serious injury, after the issue began.